Manufacturer narrative:
(B)(4). Section g4, PMA/510(k) number: the rd900azu neopuff infant resuscitator is not sold in the united states of america (USA) but instead a similar product, rd900aeu neopuff infant resuscitator is sold in the USA. Therefore, the 510(k) number for the rd900aeu neopuff infant resuscitator has been used under the section g4. Method: the subject device, rd900azu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in china where it was performance tested by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. The service center also reported that the device was returned to the customer as requested by the customer. Result: a review of service technician findings revealed that the knob panel of the neopuff infant resuscitator has malfunction leading to the peak inspiratory pressure knob stuck. Conclusion: without the subject device being returned for an evaluation, we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A distributor in china reported that the peak inspiratory pressure knob of the rd900azu neopuff infant resuscitator cannot be adjusted. There was no reported patient involvement.